Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-19. Investigation summary : bd received 3 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for stopper cocked with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for stopper cocked with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes leaked sample. The following information was provided by the initial reporter: "please find enclosed the photos of a problem of cap on edta tube. During the drilling by the needle of the automat, the rubber stopper moves which causes leakage and projection of blood and tube stuck in the automat.".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes leaked sample. The following information was provided by the initial reporter: "please find enclosed the photos of a problem of cap on edta tube. During the drilling by the needle of the automat, the rubber stopper moves which causes leakage and projection of blood and tube stuck in the automat."